Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve appeared out of place. There was no occlusion seen when irrigating the sheath. The sheath appeared narrowed or partially blocked. The dilator would not advance. The dilator was stuck in the sheath. Once it was removed, the dilator appeared slightly bent. The team believes it was caused by trying to advance it through the sheath. There was resistance when trying to advance the dilator through the vizigo sheath. The vizigo sheath was exchanged, and the procedure was continued. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was seen. No adverse patient consequence was reported. The obstructed sheath issue was assessed as not MDR reportable. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 16-jun-2022. The device evaluation was completed on 06-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve appeared out of place. There was no occlusion seen when irrigating the sheath. The sheath appeared narrowed or partially blocked. The dilator would not advance. The dilator was stuck in the sheath. Once it was removed, the dilator appeared slightly bent. The team believes it was caused by trying to advance it through the sheath. There was resistance when trying to advance the dilator through the vizigo sheath. The vizigo sheath was exchanged, and the procedure was continued. No air entered the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was seen. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) in addition, the dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. As no resistance was detected, the probable root cause of the obstruction issue could be related to the dislodgment of the valve. A device history record (DHR) evaluation was performed for the finished device number 00001941 and no internal action was found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).